Event description:
It was reported that when checking for loss of resistance during epidural placement, the end of the plunger broke off. There was no harm caused to anyone, by the syringe breaking. The event occurred in the ob department and the insertion site was the epidural space of a female pt born on (B)(6). As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).